Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000106915. It was reported to abbott, a patient underwent a revision to address lead migration. The patient fell twice and lost therapy several months earlier. The ipg was fine. During the revision only the left lead was replaced. The new lead was placed at t8. Due to scar tissue a lead could not be placed at t7. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following two recent falls, the patient experienced loss of therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. It is unknown which lead had migrated.